Manufacturer narrative:
Investigation: sample evaluation: we have been provided with the affected samples. A leakage through the plunger rod was observed in this provided samples. We could not determinate the exactly root cause due to the presence of dry blood inside the syringes. The samples were not decontaminated. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2020 ((B)(6) 2017). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4236, and nº4220, in lot #7023219 (january 23 - 30th, 2017), in lot #7030005 (january 30th - february 6th, 2017), and in lot #7034456 (february 6 - 13th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7031187, #7024019, #7016113, and #7034436 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7031191, #7024023, #7016117, and #7034440 and no problems, defects or qn related to the reported issue were found. Root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that blood leaked from a bd¿ 5ml syringe. There was no report of exposure, injury or medical intervention.